Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path; a tear was found in the cannula tubing. The leak would have resulted in insulin coming into contact with internal pod assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The report indicated that the customer had to remove the pod after four hours of wear due to high bg levels and small ketones; his levels were "around 500-600 mg/dl" when the device was removed. A new pod was applied which was able to lower his bg levels within two hours. The suspect pod will be returned for evaluation.